Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 494 mg/dl. Customer wanted to know if he has delivered the right amount of bolus earlier. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer was assisted checking the history under daily history. The device will not be returned for analysis.